Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14g071 was manufactured july 31, 2014-august 1, 2014. The device was recieved for evaluation. Visual inspection (via the naked eye) revealed black irregularly shaped specks, approximately 0.02 and 0.04 mm in size. Microscopic inspection showed that the specks were consistent with ink specks. Ftir spectroscopy was attempted, however, there was insufficient material to process results. The reported problem was verified. The direct cause of the black ink specks could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume folfusor set was observed with particulate matter in the administration tube set. The reporter stated that the particulate matter was observed before use. The solution was filled with natrium chloratum. There was no patient involvement. No additional information is available.